Event description:
It was reported that the patient returned to the surgeon for a three month follow-up of a l5-s1 fusion. The surgeon performed a revision surgery to remove one synfix lr and four 4.0mm locking screws. Two x-rays taken on unknown date, revealed that the screws backed out. The surgeon stated the screws were seated upon inspection prior to closing. The sales consultant stated that the set screws came off during insertion in the implant surgery. It was reported later that the patient had the original l5/s1 anterior lumbar interbody fusion (alif) surgery on (B)(6) 2013 and was implanted with one synfix lr and four 4.0mm locking screws. The patient was flipped on the same day to prone position and posterior screws were placed at s1. The surgeon then connected to the existing instrumentation using the depuy universal connector set. The patient returned for a follow-up office visit where x-rays were taken. The surgeon noticed that one upper and one lower screw in the synfix plate had loosened/backed-out. It is unknown which type of screw at which location on the plate had loosened. The patient is being monitored by the surgeon and no revision surgery has been scheduled. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.